Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia was most likely patient condition. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 62-year-old male presented for peripheral venoarterial extracorporeal membrane oxygenation (va ECMO) and distal reperfusion catheter was placed. The patient was experiencing a lack of dopplerable pulses in the impella limb which lead to the use of antegrade sheath. After the distal perfusion catheter was place, the patient's blood flow returned.